Manufacturer narrative:
The pod was received fully deployed. No bends or kinks to the cannula were observed. No problem was found. No damages or deficiencies to the fluid path or drive mechanism were observed that could have contributed to the reported pod and continuous glucose monitor communication error. The patient history buffer indicated that the continuous glucose monitor-pod connection states were invalid at various points during the pod run. In each case, the cgm-pod connection was in a signal loss state, indicating a failure to connect. The exact cause of the reported pod and cgm communication error could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 274 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient applied a new pod.